Event description:
It was reported by the customer that when using the bd pyxis medstation es, the nursing staff was not able to pull medication from main drawer 2.1 pocket a5 and was unable to fail the cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the nursing staff was not able to pull medication from main drawer 2.1 pocket a5 and was unable to fail the cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station main cubie drawer 2.1 pocket a5 was failed. The field service engineer (fse) had addressed a failed cubie pocket and assisted the customer with its recovery, confirming the pocket was functioning properly after the intervention. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.